Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) has reported that the iabp unit was inspected and it was observed that the purge valve assembly was defective. Repairs are ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventative maintenance (pm) and prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The fse returned at a later date and replaced the purge valve assembly and safety disk. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read (B)(6). The initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. No contact name has been provided for the event site, however the telephone number for the event side is as follows: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), and prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involved and no adverse event was reported.